Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that they had a failed sensor message display on their insulin pump. The patient drove herself to the emergency room (ER) around 8:00 pm for treatment for diabetic ketoacidosis (dka). Patient indicated that the failed sensor had contributed to the dka. The patient was administered i.v. Fluids and insulin and was sent home at about 3:00 am on (B)(6) 2016. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.